Event description:
It was reported that on (B)(6) the lead impedance increased from 400 ohms to 1400 ohms. The lead was capturing and the physician decided to discharge the patient. On (B)(6) 2012, the patient had a heart rate of 35 beats per minute and was hospitalized. A fluoroscopy revealed clavicular crush damage to the lead. The lead was explanted and replaced. The patient was in -good- condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was fractured at 26.5 cm from the connector pin. Both insulations were damaged at the same location. The damage is consistent with physiological factors (i.e.: rib-clavicular crush).